Event description:
An ophthalmic surgeon reported that blood clogged in the cassette during a procedure. The surgeon confirmed that the vitrectomy probe and lines did not have any clogging problems. The problem was solved after replacing the cassette with another product. There was no impact to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).